Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a bone calcification by bisphosphonates. During the procedure on (B)(6) 2013, the reamer for the insert of a hip screw was broken during drawing out. The bone was hard, so the surgeon impressed a force. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation of the complained reamer shows that the tip is broken off and the cutting edges are used. The article was analysed for conformance to print specification. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Placeholder.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.